Event description:
This is a spontaneous case report received on 18-jul-2016 from a female consumer of unspecified age via regulatory authority (case# (B)(6)) in (B)(6). It refers to herself, who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 with lot number b42244. The consumer experienced pelvic pain episodes, brownish discharge and nausea for the first three months after implantation, then her menstrual cycles returned to normal (progressive passage from 5 days of menstruation to 10 days, more and more painful). From (B)(6) 2015, her menstrual cycles progressively changed from 28 days to 21 days, and then to every 15 days (10 days of menstruation every 15 days, included 3 days of hemorrhagic menstruation and so painful: belly, back, low back pain, nothing was spared), resulting in a big fatigue, hemorrhagic menstruations, out-of-control ophthalmic migraines, bloody sexual intercourse (outside of menstrual periods), daily big pelvic pain episodes, recurrent mycosis, regular colic episodes, moral was completely flat. A progressive return to normal of menstrual cycles was observed in (B)(6) 2016 with menstruations of 10 days every 28 days. Her other symptoms still persisted on the day of the report. The consumer had a consultation with general practitioner; her blood sampling was ok, colic episodes and pain episodes treatment was given but the physician did not give explanation for the events and she was addressed to specialist. She had consultation with 2 gynecologists; a smear test and blood sampling were performed. She was given mycosis and pain episodes treatment; hormonal treatment was also given and she started contraceptive pill again, but nothing worked. She was told there was no other explanation except psychological. She had consultation with ophthalmologist and her vision did not change; there was no explanation to ophthalmic migraines. She had consultation with another gynecologist; a smear test was performed. For this gynecologist, the patient's body rejected essure, and there was only one solution which was hysterectomy. Follow-up received on 27-jul-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of similar incidents contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 28-jul-2016 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed (B)(4) cases; dysmenorrhoea. The analysis in the global safety database revealed (B)(4) cases; menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this case report was received via regulatory authority from a female consumer who developed daily pelvic pain episodes and hemorrhagic menstruations associated with more and more pain after essure insertion. She consulted several physicians, being treated for pain and with hormones/contraceptive pills without improvement. According to her, after a consultation with a new gynecologist he stated her body rejected essure and the only solution was hysterectomy. The reported events are listed in essure's reference safety information. In this particular case, consumer reported menses pattern changes which included shorter menstrual cycles with prolonged bleeding associated with dysmenorrhea and daily pelvic pain episodes starting in close association with essure procedure. She consulted gynecologists and no alternative explanation was found for the events. Psychological issues and essure rejection were regarded as possible causes for the events; however no information was given about the exact reason why essure rejection was considered (unclear if physician referred to allergy to the device; however none of consumer's symptoms are characteristic of nickel allergy). Abnormal uterine bleeding/menses pattern changes are very common in women; its most common causes are irregular ovulation or anatomical factors in the uterus. In this case no etiology was provided for consumer's abnormal bleeding. Her clinical presentation suggests that endocrine and anatomical factors were the primary drivers of her symptoms. Nevertheless a role of essure cannot be definitively excluded. Additionally, other events were reported. This case is regarded as incident, since a surgical intervention related to the device cannot be formally excluded (unclear if hysterectomy was planned/only recommended and no active follow-up will be possible). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.